Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a permanent out of range signal on (B)(6) 2015. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 03/25/2015 and could not confirm the reported event of permanent out of range. The receiver (B)(4) that was used with the complaint device was also returned for evaluation on 03/20/2015. The device was visually inspected and no defects were found. Functional testing was performed on the device and no failures related to the customer complaint were found. The receiver log was reviewed and no issues related to the customer complaint were found. The device was determined to be working within the required specifications without malfunction. Therefore, the customer complaint of permanent out of range could not be confirmed.